Manufacturer narrative:
A medela clinician followed up with the customer on 6/15/2015 and the customer stated that she only had a hard, reddened area on one breast after not pumping as often while out of town. The customer denies mastitis and states that she had clogged ducts.

Manufacturer narrative:
The customer called to inquire on how to properly clean her pump; therefore, the customer was not sent a replacement device. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitely concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self limiting infection with a few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan and wambach, 4th ed. P. 294; breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2015, a customer requested through e-mail to medela customer service instructions on how to properly clean her pump in style breast pump. In addition, the customer reported that she was diagnosed with mastitis while using the pump. A follow up contact was made on (B)(6) 2015 by the medela complaint handling unit. The customer indicated that her physician prescribed antibiotics.